Event description:
The dialyzer (rexeed-15uc) was used for hemodiafiltration (hdf). Fifteen minutes after start of treatment, shortness of breath, dyspnea, vomiting, nausea, headache, decreased blood pressure (73mmhg) occurred. Dexamethasone (5ml), cortisol succinate (150mg) and oxygen (3l/min) were administered. Twenty minutes after these treatments, then symptoms were relieved and blood pressure recovered to 134mmhg. Resumed hdf was completed without problem.

Manufacturer narrative:
This incident occurred in (B)(6) and is reported to FDA according to the requirement. Rexeed-15uc is identical model to rexeed-15u marketed in us. From the analysis result, it is difficult to conclude there were any abnormalities on performance of the dialyzer and the dialyzer itself. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unknown cause. "Handbook of dialysis 4th edition." John t daugirdas et. Al., lippincott, williams and wilkins, 2006.